Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the that insulin pump was under delivering. The blood glucose level was 22 mmol/l at the time of incident. The current blood glucose was 7.0 mmol/l. Customer suffered from the symptom like felt ill on and off. Customer treated with insulin pen and injections. Customer alleging the insulin pump because pens and injections are treating high blood glucose where pump did not. The product will not return for the analysis.